Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025. The implantable pulse generator (ipg) was placed in the calf area with the leads targeting the common peroneal and tibial nerves. At the first post-operative appointment the physician noted that one of the incision sites did not appear to be healing as expected. There was no reported involvement of the nalu device in the incision failing to heal and no cultures were taken at that time to confirm if infection was present. The site was debrided and antibiotics were applied. In early (B)(6) 2025, the patient presented with visible signs of infection at a different location and the physician elected to explant the nalu system to allow full healing. Full system explant was performed on (B)(6) 2025.

Manufacturer narrative:
The patient is reported to possibly be diabetic and was not fully compliant with post-operative wound care instructions. The patient's spouse assisted with wound care. No cultures were taken to confirm presence or type of infection; diagnosis was based on visible symptoms. Type and source of the suspected infection is unknown; however, infection is a known inherent risk of invasive surgical procedures.